Manufacturer narrative:
Updated fields: b4, d9(device available for eval?, return to manufacture date), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10. A getinge field service engineer (fse) replaced outer casing and broken handle. No patient involved. The final investigation has been completed by failure analysis and testing department. Retaining the outer casing and broken handle in the failure analysis and testing department per procedure.

Manufacturer narrative:
Corrected fields: h10, h6 (type of investigation). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had damaged outer casing. A getinge field service engineer (fse) replaced outer casing and broken handle. No patient involved. The failure analysis and testing dept. Received the following parts rear handle and console cover. These parts were received with a reported unit failure of console cover having a damaged case and rear handle had damage on the handle. Fat performed a visual inspection of console cover and found it to be in good condition but unable to attach to the case. Rear handle had damage to the handle area of the case. Retaining the parts in the failure analysis and testing dept. Per procedure.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit had damaged outer casing. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.